Manufacturer narrative:
The reported field event of capacitor charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The high voltage capacitors were sent to the manufacturer for further analysis and internal damage was noted. The cause of the capacitor charge timeout was an anomalous high voltage capacitor.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in-clinic after receiving a capacitor charge time out alert. The device was explanted and replaced. The patient is stable.